Event description:
It was reported that there was no stimulation sensation. It was stated that the patient "was not feeling anything" and that the symptoms started three days prior to the report. It was noted that the device did not turn on that night, but the patient was uncertain when the device stopped working. It was stated that the patient programmer could not be used to check whether or not the device was on because "nothing is turning on the device." It was noted that multiple sets of batteries were used but "nothing came on" the patient programmer screen. The patient reportedly "felt something" when she moved, even though the patient programmer was not on. It was noted that the patient just had surgery and had a cast on her leg. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 3093-33 lot# v764771, implanted: 2012 (B)(6), product type lead product ID, 3093-28 lot# v855344, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).